Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was dropped, and the touch screen became cracked. Customer alleged the pump was not delivering insulin as intended due to the cracked touch screen. Customer went to the emergency room (ER) due to a blood glucose (bg) level of 523 mg/dl and diabetic ketoacidosis. Subsequently, the customer was admitted to the intensive care unit (ICU). Customer¿s blood glucose level was 71 mg/dl and customer was drowsy upon being admitted to the ICU. Customer was treated with intravenous insulin. At the time of the report the customer was still admitted to the ICU. Multiple attempts were made to follow up with the customer; however, no response was received.

Manufacturer narrative:
The failure investigation has been completed and the touch screen issue was verified. Functional testing was performed and no failure was identified related to the elevated blood glucose issue.